Manufacturer narrative:
Although requested, product was not returned for evaluation. The investigation of this event is in progress and a follow-up report will be submitted upon completion.

Event description:
It was reported that the optic cracked during the injection phase of the implant procedure. The iol was removed and replaced with another iol of unknown model and diopter. The incision was enlarged to remove the broken iol. Additional information was requested but not received.

Manufacturer narrative:
It was reported the incision was not enlarged and sutures were not required. Upon these facts, the medical assessment is not serious . This event no longer meets reporting requirements and is no longer deemed reportable.

Event description:
Additional information was received indicating the incision was not enlarged and sutures were not required.